Event description:
It was observed that during the device evaluation, the subject device had exhibited outer tube has a dent, distal end is damaged and video cable section is cut. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, a definitive cause of the outer tube has a dent, distal end is damaged and video cable section is cut was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.